Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken input gear shaft when the housing was removed. This failure likely caused the unintuitive motion that was observed. Fa also found a broken roll gear to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. This failure is likely due to the input gear shaft observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a single port needle driver instrument was not moving to the same direction as the surgeon's hand control. The procedure was completed with no reported injury.